Event description:
On january 4, 2010, the lay-user/patient contacted lifescan (lfs) alleging an issue where she was attempting to test in the settings mode of a one touch ultra 2 meter. The patient indicated that the alleged issue started in 2009, at 12:00 pm. The patient claimed that she developed symptoms of blurry vision and being flushed on an unspecified date/time after the alleged issue began. The patient denied receiving treatment due to the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what date/time the symptoms developed, and what actions the patient took before and after the symptoms started. In addition, it would have been helpful to know what actions the patient took in response to the alleged issue and if she was able to test her blood glucose on another device during the time of concern. While speaking to the customer service representative (csr), the patient was able to test her blood glucose with the reported meter and got an unspecified result in the high 300's. The patient retested with a new vial of test strips and got an unspecified result close to 400 mg/dl. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.